Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Event date - unknown. No revision has been performed to date. Date explanted - no revision has been performed to date. This report filed april 15, 2011.

Event description:
Patient reported that he underwent total hip arthroplasty in 2006. Review of invoice history confirmed the original procedure occurred on (B)(6) 2006. Subsequently, imaging has revealed 4mm of focal osteolysis that is not circumferential and a bone scan showed activity around the cup, but not the stem. The patient described the onset of pain in the last few months. The patient further reported high levels of vigorous athletic activity. His physician recommends revision surgery, however, no revision procedure has been performed to date.